Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant medical products: mentor siltex round moderate profile 375cc saline prosthesis, catalog #3542660, lot#190822. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with a mentor siltex round moderate profile 375cc saline prosthesis experienced spontaneous right sided deflation post procedure. The deflation was confirmed by a physician. As a result, the device was replaced with a mentor smooth round moderate profile 300cc saline prosthesis on (b)(66) 2019.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/16/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During evaluation of the sample an area of siltex cracking was observed on the posterior view. Within the siltex cracking, a rupture was noted measuring approximately 0.5 cm, also an area of missed material was found in the anterior view, measuring approximately 0.4 cm x 0.2 cm. Microscopic examination of the edges of the area of missed material revealed parallel striations. No other anomalies were observed. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It is most likely that the siltex cracking was created due of high stresses caused by acute folds which resulting in a tear at a later date. Manufacturer¿s reference number: (B)(4).